Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (irrigation tube only) was analyzed, and a visual evaluation noted that the irrigation tube was in good condition. No problems with the device were noted. The reported event of handle won't turn was not confirmed. Upon analysis of the returned component, the irrigation tube was in good condition. Since the handle assembly was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event. The most probable cause of the reported problem cannot be established due to lack of evidence therefore without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
Note: this report pertains to third of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the plastic spool on the handle unit could not be rotated. A second speedband superview super 7 was used and it was noted that the plastic spool on the handle unit could be rotated, and the first two bands were successfully deployed; however, the third band could not be deployed. A third speedband superview super 7 was used, and it was noted also that the plastic spool on the handle unit could not be rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of handle won't turn.

Event description:
Note: this report pertains to third of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the plastic spool on the handle unit could not be rotated. A second speedband superview super 7 was used and it was noted that the plastic spool on the handle unit could be rotated, and the first two bands were successfully deployed; however, the third band could not be deployed. A third speedband superview super 7 was used, and it was noted also that the plastic spool on the handle unit could not be rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.